Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power associated with a ventricular assist device (vad) disconnect. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis revealed a controller power up with an associated pump start event was logged on 15/aug/2022 at 07:35:19. Review of the data log file revealed that the controller last had power on (B)(6) 2022 and was not in use prior to the power up event; the first data point recorded since (B)(6) 2022 was logged on (B)(6) 2022 at 07:35:52, indicating that the power up event likely occurred during a controller exchange. Log files also revealed a vad disconnect alarm was logged on (B)(6) 2022 at 07:32:51, indicating that the controller was powered up without the driveline connected, likely in preparation for the controller exchange. As a result, the reported loss of power event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.